Manufacturer narrative:
Additional information: b5-the reporter indicated that on (B)(6) 2021 the lens was exchanged for a shorter length lens due to excessive vault, pigment dispersion, and glare/halos. The problem was resolved and the "patient is happy". Claim# (B)(4).

Manufacturer narrative:
Additional data: b5: the reporter indicated together with the patient, the doctor decided not to perform a surgical intervention. All is good and the patient is happy. The cause of the event was unknown. Claim # (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Work order search: another similar complaint was reported for units within the same lot.

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticm5_13.2 implantable collamer lens, -10.50/+2.0/091 (sphere/cylinder/axis) into the patients left eye (os) on (B)(6) 2020. The lens was reported as having rotated and remained implanted. Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
Corrected data: in initial MDR the work order search results should be corrected to: no similar complaint type event(s) within associated lots were found. H6 medical device code- 2923 code in initial MDR is not applicable. (B)(4).

Manufacturer narrative:
Additional data: b5: at a post-op examination on (B)(6) 2021, the surgeon detected an excessive vaulting. There was pigment dispersion and patient complained of glare/halos. H6: health impact clinical code: 4581 pigment dispersion. Claim # (B)(4).